Manufacturer narrative:
Sc-1232 (sn:(B)(6)) the returned ipg was analyzed and passed the visual inspection.

Event description:
It was reported that the patient had an infection. It was noted that the patients cervical incision was sore and opened. The patient underwent a revision procedure wherein the paddle lead and the ipg was cleaned out. Upon doing x-rays, it was discovered that the patients paddle lead was dislodged and there were floating contacts. All dislodged contacts were removed and the patient was hospitalized and was on intravenous (IV) antibiotics. The patient was doing well postoperatively and the explanted device components were not returned as they were kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred around christmas. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc12320. Model: sc-1232. Serial:(B)(6). Batch: 561435.

Event description:
It was reported that the patient had an infection. It was noted that the patients cervical incision was sore and opened. The patient underwent a revision procedure wherein the paddle lead and the ipg was cleaned out. Upon doing x-rays, it was discovered that the patients paddle lead was dislodged and there were floating contacts. All dislodged contacts were removed and the patient was hospitalized and was on intravenous (IV) antibiotics. The patient was doing well postoperatively and the explanted device components were not returned as they were kept by the medical facility.